Event description:
It is reported that a customer called inquiring why their insulin pump has missing data. The patient's blood glucose level was unknown. The customer was informed that he used a lot of basal patterns which resulted in the data not being recorded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.